Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-aug-2025, it was reported that a beta bionics ilet user experienced fluctuating blood glucose with a lowest reported value of 40 mg/dl and a highest reported value of 349 mg/dl. The user managed the episodes with corrections. No outside medical intervention was required.